Event description:
Healthcare professional reported a patient was inejcted in the cheeks with juvéderm® voluma¿ with lidocaine. The patient experienced ¿swelling¿ at their cheek the patient was diagnosed with non-device related ¿breast cancer¿ and underwent chemotherapy. The patient was recommended antibiotics and to dissolve. Event is ongoing.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.